Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 5 x 10mm (bost510) was returned for investigation. Visual inspection of the as returned product identified significant signs of bone tissue attachment about the implant threads. The product matched print specifications where measured against drawing 1040025 rev c. The patient is noted to have a history of bruxism, which could contribute to sinus perforation over time. The reported product was located on tooth # 13 (universal) and used for approximately 8 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018090902. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018090902) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (sinus perforation + bone loss) or product (bost510). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that implant (bost510) perforated the maxillary sinus at tooth location 13. Implant was removed during the closure of the fistula. Bone loss and dehiscence were also reported.